Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201mountain home, ar 72653. United states. Baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted manufacturing location of baxter unknown to mountain home. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected by naked eye and observed the female connector separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.